Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons not powering up monitor) was confirmed. Upon investigation the monitor's rear response button was not lighting up. During eval it was discovered that the rear response button cable was not connected to the monitor. The root cause of the disconnected rear response button could not be positively identified. No adverse event resulted from the disconnected rear response button. The pt received a replacement monitor.

Event description:
A (B)(6) male patient called zoll customer support to report that the response buttons would not power up his monitor. The pt was issued a replacement monitor.